Event description:
Device 1 of 3. Reference MFR report #1627487-2012-12270, 1627487-2012-12271. It was reported the patient met with a new neurosurgeon and patient is required to remove all implanted hardware prior to additional surgical intervention. It was reported the patient felt the stimulation was not helping the pain. Follow up determined the explant was completed.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.